Event description:
It was reported that the patient had recurrent sepsis at 6 months after a total right ankle prosthesis. The surgeon believes the prosthesis must be removed and the area must be properly covered in order to control the sepsis.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.